Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported that during the transfemoral tavr procedure, during inflation of the 23mm commander delivery system at about 30% inflation, the balloon was not able to completely expand due to loss of fluid via a small crack on the catheter distal to the handle. The balloon was deflated and a 23mm non-edwards balloon was used, however, the valve did not expand properly resulting in moderate paravalvular leak (pvl). A second delivery system was then used to properly expand the valve and the pvl was graded as trace. The patient was noted to have remained hemodynamically stable and without any support from anesthesia.

Manufacturer narrative:
The commander delivery system (ds) was returned to edwards lifesciences for evaluation. Visual inspection revealed upon removal of the strain relief, a full separation of the balloon shaft near the y-connector. A leak from underneath the balloon shaft strain relief was confirmed during function testing. Dimensional analysis was performed on the balloon shaft outer diameter (od) distal to the break. All measurements met specification. During manufacturing, the ds undergoes multiple 100% inspections and verifications. In this case, a break in the balloon shaft just distal to the y-connector was confirmed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. Since the root cause is undetermined, a CAPA has been initiated to further investigate this issue and implement corrective actions. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.